Event description:
It was reported that the battery in the pt's device depleted early. The device only lasted 2 yrs instead of 4. A device replacement surgery has been planned. Further info is being requested from the hcp.